Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition may have contributed to the patient's dka. Occlusions are physiological conditions and not considered a failure of the device. Occlusion alarms are safety features intended to alert the user to a serious condition. That the device is initiating occlusion alarms indicate that it is functioning as intended. Qualification records were reviewed and all acceptance criteria were met. The omnipod user's guide warns "an occlusion may result from a blockage, pod malfunction, or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken." It advises that "insulin pods use rapid-acting insulin, so you have no long-acting insulin in your body. If insulin delivery from the pod is interrupted (an occlusion), your blood glucose can rise rapidly and lead to diabetic ketoacidosis (dka). Dka is a serious - but totally preventable - emergency that can occur if you ignore high blood glucose levels," and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
Patient is in (B)(6), having been admitted to a local hospital with diabetic ketoacidosis and transferred. She is 31 weeks pregnant and having difficulty with occlusions. She stated that "at this point there is nowhere she can place a pod and not get an occlusion."